Manufacturer narrative:
The ge service representative troubleshot the system and determined the auto swap feature had been turned on. The service representative also replaced a central processing board and circuit board.

Event description:
The customer reported that the image freezes up during fluoroscopy. No pt injury was reported.